Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval has been completed. Method, device history record was reviewed. Conclusion, a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator on the hemostasis valve broke during a diagnostic procedure while injecting contrast. No harm or injury was reported.